Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x32mm promus element plus stent was advanced but distal part of the stent was damaged. The device was completely removed and the patient was given heparinization therapy. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Date of event: used (B)(6) 2018 as event date as there was no date provided. Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.50x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal end of the stent was damaged with stent struts pulled and stretched over the tip. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Date of event: used (B)(6) 2018 as event date as there was no date provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x32mm promus element plus stent was advanced but distal part of the stent was damaged. The device was completely removed and the patient was given heparinization therapy. No patient complications were reported and the patient's status was stable.